Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 12 unit bolus. The customer's blood glucose (bg) level subsequently decreased; value was not provided. The customer's partner provided assistance and the customer consumed sugar, dextrose, carbohydrates, and milk to address bg. Additionally, the customer decreased the maximum bolus setting on the pump to address bg. Reportedly, an ambulance was contacted to provide assistance; however, no assistance was needed. At the time of reporting the event, the customer was stable and bg level ranged from 126-127 mg/dl. The customer consulted with healthcare provider regarding diabetes management.